Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 3 mg/ml at 0.3 mg/day, bupivacaine 15 mg/ml at 1.5 mg/day, and clonidine 50 mcg/ml at 5 mcg/day via an implanted pump for non-malignant pain and degenerative disk disease. It was reported the patient¿s back incision "was breaking down" and was infected with some pus coming out. There was an infection at the spinal incision. The patient was functioning well with the pump but developed an infection at the spine post implant. Environmental/external/patient factors that may have led or contributed to the issue was ¿poor health condition and skin¿. The patient was given antibiotics prior to explant. It was noted the doctor tried to avoid explanation due to patient benefit and the patient refusal to explant. The doctor had to explant the spinal segment due to progression of infection on (B)(6) 2021 and left the pump segment and pump to run ¿subq¿ and would maybe re-implant spinal segment once infection clears. The doctor refused return of the spinal segment. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury¿. The patient¿s medical history included parkinson¿s.